Event description:
It was reported that a spectrum pump had an issue of pump turned off when battery is moving during device power up in the emergency room department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation correction h6: investigation findings correction h6: investigation conclusions additional information h11: a review of the event history log identified improper shutdown messages. Should additional relevant information become available, a supplemental report will be submitted.